Event description:
It was reported that during use of the IV set/j/60drop/1cq/sb/50cm/pb. There was an issue with leakage.

Manufacturer narrative:
Supplier received the actual item, the tube was burning out as suggested. In addition, this product has undergone the all-in-one inspection just before putting it in individual packaging, and shipping tests in all past production lots. (Jis tensile strength standard: jis 15,000 n or more is applied when applied for 15 seconds or longer). There was no abnormality was recognized in the sampling inspection. Supplier conducted a tensile (rupture) strength check test on the part of our preserved specimen (product stored for each production number * n = 5) earlier this year and the latest lot, no variation or strength reduction was observed. Since the cross section is distorted, it was estimated that the tube was broken due to excessive load applied to the tube adhesion part during use. No DHR review could be carried out as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the IV set/j/60drop/1cq/sb/50cm/pb there was an issue with leakage.